Manufacturer narrative:
It was reported that the foot section is not working. The tech went to switch out the pendant and the foot section still did not work. He then went back and switched out the motor and will call back and update us on status. She would have tech call in with update as too if motor resolved issue or not. The foot motor was the motor that had the issue; tech had switched out a motor with another similar model bed and it worked fine, so the foot motor that is being reported with this defective product has the issue with certainty. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the foot section is not working. The tech went to switch out the pendant, and the foot section still did not work. He then went back and switched out the motor and will call back and update us on status.